Event description:
Boston scientific received a patient information verification form filled out by the patient's brother stating the patient died as a result of their implantable cardioverter defibrillator (ICD) failing. The device was not returned to boston scientific post-mortem. The local field representative contacted the patient's following physician for additional information. The physician confirmed the patient has not been seen since the original implant in 2001 and was not aware of any information regarding the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.